Event description:
Upon implantation of the trial, the center screw broke off of the inserter into the trial. The trial was removed and the partial screw was extracted from the trial. Patient outcome: no adverse event reported as a result of the event.